Event description:
It was reported the pt is experiencing increased pain in her right thigh (new pain). A sjm rep was unable to resolve the issue with reprogramming. Follow-up identified the physician decided to explant the scs lead and possibly the entire scs system due to spine rotation causing nerve root irritation on the pt's right leg. A (B)(6) 2013 follow-up identified the pt's scs lead was explanted and the pt is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.